Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Brown stains were found on the bottom of the storage cabinet for colonoscopes after cleaning (appeared to be fecal matter). The event is preventable by handling device in accordance with the following IFU. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to correct b5 - describe event or problem and d5 operator of device.

Event description:
It was reported there was a brown stain (impression of stool juice) on the bottom of the storage compartment of a colonovideoscope used for a previous examination. It also suggests the possibility that it may not have been washed. It didn't seem like the scope with the stain had been used on another patient. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) documented here due to character limitation in respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There are 4 inquiries related to this event. This inquiry is 2 out of 4. This is a customer inquiry received on 21-apr-2025 by olympus japan from (B)(6) located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on 21-apr-2025, the following issue occurred: we have received an inquiry about the suspected safety management information on the subject and would like to share the information with you. It was said that there was a brown stain (impression of stool juice) on the bottom of the storage compartment of a colonoscope used for a previous examination. It also suggests the possibility that it may not have been washed, and we provided a referral to the local person in charge, but they said they would wash it one more time and see how it goes. (It was said that they would contact (B)(6) if there was any problem.) It didn't seem like the scope with the stain had been used on another patient. For details, please confirm the following <inquiry details>. «occurrence event» oer-6 was used. After cleaning, we looked in the storage compartment and found a brown stain on the bottom. «what happened when/what did you do» noticed it when looking in the storage compartment today. «troubleshooting correspondence/items to check» a colonoscopy was performed quite some time ago and has not been performed since then. Today, an upper part was examined and cleaned as well, but no problems were found. Water leakage detection was done every time. The cleaning tube was also attached unless forgotten to be attached. The brown liquid looked like stool juice (not gray). «results/direction» we informed him that it might not have been cleaned and that there was a possibility of a hole in it, and suggested contacting the local person in charge, they said they would wash it one more time and see how it looks. We will pass on the information that cic has told us to the local person in charge. If there is any problem, please contact (B)(6). [Inquiry details] [safety management information] "we store the colon camera in a storage compartment after using and cleaning it, but there is brownish liquid coming out of the lower distal end more than usual, not a large amount but a few drops, and it has dried, but is there a malfunction with the cleaning?" Cic inquiry received. The model of the defective endoscope and the model of the endoscope reprocessor used are as follows. Cf-hq290zi, cf-q260ai, endoscope reprocessor is oer-6. The water filter was already changed on 14-apr. During that replacement, the water came out in more of a gush than usual. Reportedly, this issue involves the following olympus product cf-hq290zi. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is not expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on 22-apr-2025.